Event description:
It was reported that the intraocular lens (iol) was ejected from injector. No patient injury was reported. No further information has been provided.

Manufacturer narrative:
Pt info: information unknown not provided. If implanted, give date: unknown/not provided. If explanted, give date: unknown/not provided. (B)(6). The intraocular lens (iol) was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain the missing information; however, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.